Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 418mg/dl and insulin pump alarmed for power error detected. Customer experienced headache. Customer¿s blood glucose was 302mg/dl and customer treated with manual injection. Customer stated that internal power source in the pump is unable to charge and customer advised to monitor the notification light. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.